Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patent reports. Specifically: the original sentence of: "the right ventricular systolic pressure is estimated to be 70-75 mmhg" has been changed to: "the right ventricular systolic pressure is estimated to be between 115 and 120 mmhg." In this issue, the original sentence estimates the rvsp to be between 70-75 mmhg. The changed sentence estimates a doubled rvsp estimate of 115 to 120 mmhg. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There is clinical risk associated with this finding if the incorrect measurement range has overwritten the original sentence as a misdiagnosis and inappropriate treatment is possible. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence is 1 study date.